Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Although the defect could not be confirmed, corrective actions were performed to revise specifications which limit unit-to-unit variation in tubing outer diameters and increased the length of the tubing that contacts the air sensor. The reduced variation in tubing outer diameter and length revision improves the coupling between the administration set and the air-in-line sensor reducing the potential for false air-in-line alarms. B. Braun medical inc. Has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01.jan.2022 and 17.aug.2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Per medwatch mw5147971, mw5147972 and mw5147973: event 3: braun IV pumps kept alarming air bubble in line when attempting to deliver IV medications to patient. Patient had three lines for three separate medication on 3 separate pumps all with the same issue. Pumps were set up and primed correctly as directed by braun. The medications were delayed by hour; patient was agitated and hypotensive. Had to change out tubing several times to finally get medication to patient which also resulted in the wasting of medications to prime the lines. Company was informed and indicated they were aware of the issue. Company indicated they were aware that it is the size of the tubing being used in the pumps. An inaccurate diameter was manufactured which causes the pumps to indicate an error of an air bubble when there are no bubbles in the line. Set: 490102, lot 0061891573. Email from customer on 07dec2023: good morning, I am writing in follow-up to your questions below. Unfortunately, we are unable to track the specific pumps as they were rotated through the hospital since this instance occurred. Our nurse manager informed me that bubbles are never present. There was discussion that occurred with your company directly at which time it was indicated that the tubing diameter was too small and not produced to the appropriate specs. The medications that were involved included levophed, amiodarone, and propofol with one of our ICU patients. Fortunately, the patient was able to receive their medications and was ok. Please let me know if there are any further questions as I am happy to assist with your investigation of this incident.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.